Manufacturer narrative:
Clarification was received that all the questionable results were generated for troubleshooting purposes only and were not being used for diagnostic purposes.

Manufacturer narrative:
Further investigation determined that the root cause of the issue was related to the cap holder adjustment. After this adjustment, the analyzer worked according to specification.

Event description:
The customer initially asked for explanation for sample errors received related to liquid level and bubble detection on the e602 analyzer. During troubleshooting for that concern, the customer provided questionable low results for multiple assays and multiple patients. The results for 17 patient samples tested for either estradiol - e2 (estradiol ii), prolactin (prolactin ii), thyroxine (t4), total (free + complexed) psa - prostate-specific antigen (tpsa) - total psa, thyrotropin (tsh), connecting peptide (c-peptide), ferritin & cortisol were provided. Of the data provided, the results for 11 patient samples were erroneous for prolactin ii, tsh, t4, total psa, c-peptide, ferritin & cortisol. It is not known if any erroneous results were reported outside of the laboratory. This information has been requested. The unit of measure was not provided for any test result. On (B)(6) 2015 patient sample (B)(6) initial ferritin result was 0.551. The sample was repeated twice with results of 15.37 and 15.54. On (B)(6) 2015 patient sample (B)(6) initial total psa result was <0.05. The sample was repeated twice with results of 15.40 and 16.26. On (B)(6) 2015 patient sample (B)(6) initial c-peptide result was 0.58. The sample was repeated twice with results of 6.74 and 6.72. On (B)(6) 2015 patient sample (B)(6) initial cortisol result was 0.018. The sample was repeated twice with results of 23.10 and 23.54. On (B)(6) 2015 patient sample (B)(6) initial total psa result was 0.045. The sample was repeated twice with results of 3.15 and 3.25. On (B)(6) 2015 patient sample (B)(6) initial total psa result was 0.031. The sample was repeated and the result was 3.05. On (B)(6) 2015 patient sample (B)(6) initial total psa result was 0.026. The sample was repeated and the result was 4.50. On (B)(6) 2015 patient sample (B)(6) initial total psa result was 0.024. The sample was repeated and the result was 3.47. On (B)(6) 2015 or 2016 patient sample (B)(6) initial t4 result was 0.540 and the initial tsh result was 0.093. The sample was repeated and the t4 result was 5.77 and the tsh result was 3.78. On (B)(6) 2016 patient sample (B)(6) initial prolactin ii result was 0.058. The sample was repeated and the result was 26.81. On an unknown date patient sample (B)(6) initial ferritin result was 0.051. The sample was repeated and the result was 15.37. Clarification related to the dates in question has been requested but not provided. It is not known if an adverse event occurred. No adverse event was reported. This information has been requested. No reagent lot numbers or expiration dates were provided. The analyzer performance data was within specification. Based on a review of the alarm trace, the most likely root cause is related to sample pipetting issues.